Manufacturer narrative:
A complete lead was returned with the helix retracted and clogged with blood. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of implant/explant. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During implant, the set screw of the lead would not move. The lead was extracted and replaced. The patient is doing well.